Event description:
Patient came in for an ablation. It was noticed the rv lead had dislodged. They repositioned the lead successfully, but after the procedure, the device required reinitialization. Every time reinitialization was attempted, an error message appeared saying the programmer cannot communicate. Representative tried several troubleshooting techniques to allow communication but was unsuccessful. The device was explanted, replaced and returned to biotronik for analysis. The lead remains implanted. Setrox s 60, (B) (4), MDR 1028232-2009-01354.